Manufacturer narrative:
Reliability analysis inspected 2 opened/used sensors and performed visual inspection and found both sensors with cannula broken, broken parts are missing. See attachment file for details. Unable to confirm customer received sensors in said condition due to customer returned opened and used.

Event description:
The customer reported via phone call that 2 sensors did not have a reading and the pump alarmed sensor error. The customer's blood glucose reading was 146 mg/dl at the time of incident. The customer was advised to monitor the pump and to return the product for analysis.